Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under manufacturing report number 0002648920.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under manufacturing report number 0002648920.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown articular surface catalog #: ni lot #: ni, unknown. Femoral component catalog #: ni lot #: ni. G2 - report source - foreign: event occurred in australia. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address post-operative tibial component fracture approximately six (6) years post-operatively. Attempts have been made; however, no additional information is available.